Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2020-32929 and 1627487-2020-32928. It was reported the patient's system was explanted due to ineffective stimulation.